Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were not responding to button presses. The issue was not reported related to improper use of cleaning agents on the pump. The pump was returned to animas and investigated. Investigation revealed intermittent response of the down arrow button and revealed contamination under the button contact. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2012 with the following findings: the button symbols were found to be worn but there was no visible damage to the keypad. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded.